Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA.

Event description:
Customer reported she has experienced hyperglycemia in the 300 mg/dl range and believes the insulin delivery of the infusion device is inaccurate. No adverse event was reported. The alleged product was replaced and requested for evaluation.